Manufacturer narrative:
(B)(4).

Event description:
Complaint description: during sheath insertion procedure, when attempting to remove dilator, dilator hub detached.

Manufacturer narrative:
Qn# (B)(4). The customer returned one opened pouch containing a sheath/dilator assembly for evaluation. The dilator body was detached adjacent to the hub. Microscopic examination of the fractured surfaces revealed that they were jagged and white in a circular pattern, indicating the separating was caused by undue force or torque being applied to the dilator. No issues were identified with the sheath. The dilator body and outer diameter were measured and were found to be within specification. No dimensional issues were found. The returned dilator was able to pass through and be retracted from the returned sheath with minimal resistance. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit suggest inserting the sheath/dilator assembly by threading the tapered tip of the sheath/dilator assembly over the spring-wire guide while grasping near skin and advancing into the vessel with a twisting motion. The customer report of the dilator hub separating from the dilator was confirmed during the complaint investigation. The returned dilator body was detached adjacent to the hub. Examination of the fracture surfaces showed that they were jagged and white in a circular pattern, indicating the separating was caused by undue force or torque being applied to the dilator. Dimensional inspection was performed, and no issues were identified. A device history record review was performed, and no relevant findings were identified. Based on the information and sample provided , it was determined that unintentional use error caused or contributed to this issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Complaint description: during sheath insertion procedure, when attempting to remove dilator, dilator hub detached.